Event description:
It was reported that this right atrial (ra) lead was surgically abandoned. The reason was not provided. Another ra lead was successfully implanted. No additional adverse patient effects were reported.